Event description:
End user alleges while operating the motorized wheelchair in a parking lot, he accidentally drove into a pothole. As a result of the incident, he allegedly fractured his left femur.

Manufacturer narrative:
No malfunction suspected. The motorized wheelchair performed as intended upon field eval. The end user reported that he was operating the motorized wheelchair in a parking lot and drove into a deep pothole. Hoveround's owner's manual warns end users to use extreme caution when driving over soft and/or uneven surfaces.